Event description:
It was reported that the iab was inserted via a sheath in the ccu. After 70 hours of use, the pump experienced alarms, and blood was seen entering the helium tubing. The iab was immediately removed, and a second insertion was not indicated. There were no pt complications.

Event description:
It was reported that the iab was inserted via a sheath in the ccu. After 70 hours of use, the pump experienced alarms, and blood was seen entering the helium tubing. The iab was immediately removed, and a second insertion was not indicated. There were no pt complications.